Manufacturer narrative:
Other, other text: h6. Health impact and evaluation codes: updated. Eleven (11) photos were provided by the customer which were used to conduct the device analysis since the physical product was not returned for investigation. Photo one (1) shows a packaging label. Photos two and three show the front and back of a tracheal tube inside a biohazard bag; no dysfunctional conditions are observed. Photos four and five show the whole device?s front and back of the tracheal tube where the suction line is observed to be filled with fluid; no kink or other dysfunctional conditions are observed in any of the tubes. Photos six and seven show a close-up of the distal end of the unit where the cuff is observed to be deflated and covered in fluid. Photos eight and nine show a close-up of the connection between the tracheal tube, inflation line, and suction line; no kink or other dysfunctional conditions are observed. Photos ten and eleven show the inflation line balloon; no damage or dysfunctional conditions are observed. The reported failure mode, kinked tube, is not confirmed. No product has been received to conduct a functional test. A device history record (DHR) reviewed showed no reported nonconformance?s during the manufacturing of the reported lot number. No corrective actions are taken as the complaint cannot be confirmed. If the device is returned the manufacturer will re-open the investigation for further device analysis.

Manufacturer narrative:
Date of event: month and year of event have been provided ,day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ett (endotracheal tube) tube was kinked and appeared to have weakness at approach 18cm/subglottic tubing. Unable to pass suction catheter, able to pass bronchoscopy with difficulty, unable to manually unkink. It was also reported that the patient required bronchoscopy, ett (endotracheal tub) change with sudation and subsequently de- recruited and required higher fi02 (fraction of inspired oxygen) overnight. Customer reported that they did not have the package for the faulty device. The lot number provided is from the item in the same stock location. Not the ideal one.